Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient couldn't get the recharger connected to the ins. They last successfully charged and felt stimulation about a year ago. The last time they used their ins they experienced a few strong jolts and so they stopped using/recharging the ins. The patient was directed to follow up with their healthcare provider regarding the issues. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller said the patient was in the hospital two weeks ago for a possible stroke and needs a MRI. The caller said the patient hasn't charge in "9 nine years" (conflicting information based on implant date being 2013). The caller stated they have not tried to charge. The patient said he could never get the device to work right so he stopped using it. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the device was overdischarged for at least a year. The hcp thinks the ins is dead and thinks the patient stopped recharging the ins. The hcp then stated the ins is "totally discharged" as the patient has not recharged the ins in awhile. It was unknown if the patient attempted to charge ins. No further complications were reported.